Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt's electrode belt had wires exposed. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, exposed wires) was confirmed. Upon evaluation, the cable connecting the rear therapy electrodes (te) and the distribution node (dn) was pulled form the strain relief at the dn. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.